Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube at the distal tip. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. The complaint regarding two instruments collided intraoperatively and the bipolar forceps was bent was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, two instruments collided intraoperatively and the bipolar forceps instrument was bent so that it could no longer be removed from the trocar. An intuitive employee removed the tip of the instrument with a saw in order to pull the instrument out of the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the surgical procedure was performed for right hemicolectomy. The procedure prolong date was not able to be precisely determined and total operative time length was for 4 hours and 18 mins. The patient was under anesthesia with no intra or post operative complications due to this delay. According to the surgeon, the event probably did not impact the procedure or patient's health with no concern about procedure delay causing any long-term complications with the patient.